Manufacturer narrative:
This device was for treatment not diagnosis. Implant date reported as approx 6 weeks prior to (B)(6) 2013. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
Patient experienced pain due to a medial perforation of the femoral head status post trochanteric fixation nail, implant date unknown but reported as approximately six weeks prior to (B)(6) 2013. Subsequently, the patient returned to the o.r. On (B)(6) 2013 for trochanteric fixation nail hardware removal and revised to total hip replacement. This report is for unknown locking screw. This is 3 of 3 reports for (B)(4).